Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a intellamap orion high resolution mapping catheter and a intellanav mifi open-irrigated ablation catheter were selected for sure. It was reported that the pateint experienced a cardiac tamponade, which required pericardiocentesis. The patient was stabilized. The patient had a known effusion prior to beginning the procedure shown both on computed tomography, transesophageal echocardiography, and on rotational intracardiac echocardiography. The physician does not feel any boston scientific products caused the patients situation.